Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+1.5/089 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with another same model/length lens (lens was implanted vertically) and the problem was resolved. The cause of the event was unknown.